Manufacturer narrative:
A manufacturer field service technician was dispatched to the facility to evaluate the device. The technician was unable to replicate the reported complaint. Visual inspection of the rover revealed a cloth wipe was clogged within the drain line. During the cleaning process, fresh water is pumped into the rover canister. It the drain line is clogged, the unit can overflow. The manifold port is a fluid path that the overflowing water could follow to escape the unit, which may result in the manifold ejecting from the rover as seen in this event. The instructions for use contain the following statement, ¿the rover is a mobile unit used in the operating room to suction and collect fluid waste and small debris from the surgical site.¿ therefore, large debris (such as a cloth) should not be suctioned into the rover. Once the cloth was removed, the rover met all functional specifications and was returned to use.

Event description:
It was reported that during the cleaning process, the manifold ejected from the rover and leaked surgical waste. The manifold and leaked waste did not contact any users. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.